Event description:
On 21st december 2023, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation the lens was observed to have a damaged optic necessitating its removal from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be damaged. The rayone toric rao610t was explanted and exchanged during the original surgery session without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available currently to establish the root cause of lens damage. Our review of production records for the rayone toric rao610t batch 053215064 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.